Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer¿s blood glucose (bg) level was displayed as high; cause was due to lack of insulin delivery as a result of occlusion. Customer administered manual injection to address bg level. Customer changed pump supplies to address the issue.